Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device not functioning, minimal air pressure, there is a strange odor, difficulty breathing. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused device not functioning, minimal air pressure, there is a strange odor,. The patient did not report to receive medical intervention. After the first attempt to have the device and components returned for evaluation, customer responded that, I throw it away. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to a adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
In previous report, section g3 was wrongly captured, corrected and udpated in this report.